Event description:
The customer stated that his blood glucose readings had been lower than usual. While troubleshooting, he performed control tests and received results of 17, 31, and 20 mg/dl. The normal control range was 93-127 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.